Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found that the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s). Additional analysis investigation findings identified the following: the electrical continuity was tested and current flow was detected across both grips from each pin in the backend. The housing was removed and the conductor wires were disconnected from the energy instrument identification bipolar (eiib). The continuity test was performed again, this time between the backend pins and the eiib pins directly. Current flow was detected appropriately across each pin. Failure of the continuity test across the conductor wires indicates a short between the wires from within the main tube. The instrument was disassembled and it was confirmed that both conductor wires had broken at the proximal end, near the internal hypotubes. The internal wires of both conductor wires were exposed, likely allowing current to flow across both wire simultaneously. The complaint was confirmed by failure analysis.

Event description:
It was reported that the long bipolar grasper instrument failed to energize. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire damage was observed. There was no patient injury. No arcing was observed.